Manufacturer narrative:
No issues observed in the logs that could have caused low bg event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 215 mg/dl. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy. Reportedly, the customer experienced a bg level of 49 mg/dl earlier in the day, due to the customer performing a bolus and forgetting to eat. The bg level was addressed by drinking juice.